Event description:
It was reported that the pump cartridge exhibited an insulin leak.

Manufacturer narrative:
The cartridge has not been returned to animas for eval. The pt was unable to provide a lot number, therefore, no additional testing could be conducted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. If the device is returned, an eval shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.